Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not keeping accurate time. Reportedly, the pump time would "fall behind approximately 2-3 minutes per month". There was no reported impact to customer's blood glucose level.